Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of patient made mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a mistake/ touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient had recovered from the event of peritonitis. The outcome for the event of made mistake/touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The patient was treated with antibiotics gentamicin and vancomycin (dose, route, frequency not reported). On (B)(6) 2011, the patient had recovered from peritonitis. On an unreported date, the patient was retrained on touch contamination. Per the nurse, peritonitis was not related to home care service (hcs) machine or dianeal therapy. The causality for patient made mistake/ touch contamination was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h19059 and h11h31070 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.